Event description:
On (B)(6) 2010, it was reported the infusion device had a defective display screen. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Infusion device was replaced and requested for evaluation. No further information was available.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.